Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited gradually increasing pacing impedance measurements, ultimately reaching greater than 2,000 ohms. To date, no adverse patient effects were reported as a result of this clinical observation. The device remains implanted.